Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc files 6x file broke during use. The broken piece could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
The returned reciproc file r40 6/100 25mm 040 was analyzed and turns out to be not broken, not damaged. No fault was found with this instrument. For information, the batch number is unknown, DHR cannot be reviewed. No fault found. Returned production meets specifications.